Event description:
It was reported that the patient received inappropriate therapy due to noise, and there was an apparent lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event. The patient further reported that his device went off twice on two days. The patient stated he was informed the lead was recalled due to malfunction. The patient stated he was in the hospital for more than 3 days, then transferred by ambulance to another hospital and waited 2 more device for the surgery.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) distal conductor was fractured; full lead in segments was returned for analysis.